Event description:
Consumer reported upon removal an unspecified number of tampons unraveled and fell apart leaving pledget pieces inside her vaginal cavity. She manually removed the remaining pieces and did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.